Event description:
The customer called to report that pt used the suspect device to check their blood glucose and obtained a result of 139mg/dl. Pt then drove their car and passed out, which caused an accident. Paramedics tested pt's blood glucose at less than 20mg/dl using thier own equipment. Pt was then treated with d50. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.